Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade I-ii and device migration. The events of capsular contracture and nipple discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Right side: patient reported reoperation due to malposition. Follow-up findings: patient reported and doctor confirmed reoperation due to capsular contracture, baker grade I-ii. Patient reported, "nipple discharge." Device remains implanted.